Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is a mitek sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rotator cuff repair procedure the cord cutter keeps sticking and not able to cut suture on the first try. The procedure was able to be completed with the device with no patient harm but there was a surgical delay of a few minutes. This report is for a cord cutter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected visually and functionally. Visually, it was observed that the cord cutter has no wear marks. Functionally, this device was tested with a suture several times. It was found that the device movement feels slightly rough and did not cut the suture during the first try. Therefore, this complaint can be confirmed. A definitive root cause for the reported failure cannot be determined. However, the rough movement is possibly from remnants of debris logged between the outer and inner shaft, causing the device not to function as intended. Furthermore, a manufacturing record evaluation was performed for the finished device lot number (08b4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: h6: method codes: a manufacturing record evaluation was inadvertently missed on the previous report. The method codes field has been updated to reflect the correct information. H6: result codes: further investigation has determined that the result codes on the previous report were incorrect. Result codes have been updated to reflect the correct information. Investigation summary : the complaint device was received and inspected visually and functionally. Visually, it was observed that the cord cutter has no wear marks. Functionally, this device was tested with a suture several times. It was found that the device movement feels slightly rough and did not cut the suture during the first try. Therefore, this complaint can be confirmed. A definitive root cause for the reported failure cannot be determined. However, the rough movement is possibly from remnants of debris logged between the outer and inner shaft, causing the device not to function as intended. Furthermore, a manufacturing record evaluation was performed for the finished device lot number (08b4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.